Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system freeze" (no display or display failure). A customer reported the system froze during surgery. The system was switched out and the case was completed. There was no patient impact and the case was delayed by about 10 minutes while the system was changed out.

Manufacturer narrative:
A company service rep examined the system and found the touchscreen to be erratic. The touchscreen was replaced and sent in for in-house eval. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).